Event description:
The customer reported a false positive reaction caused by what he thought was carry over. The customer reported that a sample with an anti-d, anti-c, anti-e, anti-k and anti-s had caused carry over during antibody screening test. The customer has neither returned the samples that had caused false positive test results nor the supposedly defective product. Therefore, the correct function of the allegedly defective reagents were proved by testing our quality control laboratory's retained samples on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. There is no indication for any malfunction of the affected tango optimo. A carryover event is most likely to have happened here.

Manufacturer narrative:
This is our combined initial and final report on this incident.